Manufacturer narrative:
This report is being submitted as additional information was received that the atrial channel was turned off during the procedure. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right atrial (ra) lead in this crt-d system was explanted and replaced due to noise and high impedance measurements. During the replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) was not able to produce signals to the newly implanted lead on the electrogram (egm) due to the atrial channel being programmed off. As a result, this crt-d was explanted and replaced. No additional adverse patient effects were reported, and this crt-d has not been returned for analysis.

Event description:
It was reported that the right atrial (ra) lead in this crt-d system was explanted and replaced due to noise and high impedance measurements. During the replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) was not able to produce signals to the newly implanted lead on the electrogram (egm). As a result, this crt-d was explanted and replaced. No additional adverse patient effects were reported, and this crt-d has not been returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.